Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) of the electronic patient gas system (epgs), there was a calibration error after changing the oxygen sensor. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The electronic patient gas system (epgs) is due for reconditioning. The customer was advised to send the unit to the manufacturer for reconditioning.